Event description:
It was that during a gastric bypass revision procedure, the surgeon was firing across gastric tissue just proximal to the gastro jejunostomy with a blue reload. The tissue seemed thick and possibly scarred. Upon firing the first device, the handle went limp and the device did not cut or staple. A second device was opened and upon firing, the handle went limp and partially fired. The staples were malformed. Another different device was opened and it also partially fired and delivered malformed staples. A second device was opened and it made a snapping noise and partially fired. No buttressing material was used and all devices were used with blue reloads. A third device was used to complete the procedure without any problem. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/18/2008. Information anticipated, but unavailable at this time.